Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate medwatch report number. Na.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, devices were deployed as usual; however, at the time of depressing the plunger it felt unusual. First device was attempted but due to unusual feel it was removed, a second device was attempted with same issue. A foot break was noted on both devices. The second device was removed and manual arterial compression was attempted to achieve hemostasis but unsuccessful. Hemostasis was finally achieved via cut down with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. New information was received regarding this case confirming that there was only an issue with 1 proglide device and not 2 as originally reported and that no foot break and no unusual feeling was reported. As such, no investigation will be required.

Event description:
The following additional information was received: it was confirmed that there was only an issue with 1 proglide device, not 2 devices as initially reported. It was reported that blood flow was confirmed at the right common femoral artery and foot was deployed - when the device was retracted to get a tactile sensation, the device was pulled to aggressively using force causing the device to come out of the patient. The foot remained open and the artery wall was torn. There was no foot break and unusual feeling reported. A larger sheath was placed to attempt to stop the pulsatile bleeding and manual compression was applied for an hour; however it was unsuccessful. Patient was taken to the operating room to repair the artery with a patch, level of anesthesia was increased and the groin was closed via surgical suturing. Patient was in good condition. Physician is not trained. No additional information was provided. Based on new information, there is no complaint to report against this device.